Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v due to connector resistance at printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. The insulin pump received with operating currents within spec. No unexpected replace battery now alarms noted. No unexpected tapping noise noted during testing or physical inspection. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received replace battery now alarm without a low battery alert. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.